Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with symptoms due to loss of atrio-ventricular synchrony. Upon interrogation, it was determined the atrial leadless pacemaker (lp) exhibited low implant to implant communication and was oversensing ventricular events that resulting in inappropriate mode switches. No changes or interventions were reported. The patient condition was unknown.